Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that the patient observed a picture of a doctor and an end-of-service (eos)/end-of-life (eol) message on the programmer unit of their implantable neurostimulator (ins) system. It was noticed that the patient did not notice much of a difference since the device had been on as they still had pain but that it did make them more comfortable.